Event description:
It was reported that the spinal cord stimulation (scs) patient was unconscious for a period of time postoperatively from the scs implant procedure. Therefore, the patient was admitted to the intensive care unit (ICU) and placed under observation. The physician did not believe the loss of consciousness was device or procedure related. The patient is currently doing well and has since recovered.

Event description:
It was reported that the spinal cord stimulation (scs) patient was unconscious for a period of time postoperatively from the scs implant procedure. Therefore, the patient was admitted to the intensive care unit (ICU) and placed under observation. The physician did not believe the loss of consciousness was device or procedure related. The patient is currently doing well. Additional information was received that the reason for the hospitalization was due to a bowel obstruction that was not believed to be device or procedure related.